Event description:
The following has been reported: biomed reported: "pump problem no active infusion stopped or any patient harm reported. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for electrical hardware failure (12v). The device was attached to a bracket and powered on, a red pump service alarm was observed. Log files were reviewed and an air compressor failure was found at the time of the alarm. The device was opened to inspect for internal damage. The lever arm boot is torn and will need to be replaced. The rear cover o-ring is unseated. Testing was run on the pneumatic system and failed during recharge testing, indicating an air compressor failure.